Event description:
It was reported that the patient "dropped" out of the chair and was then seen in the hospital. At a follow up check, it was noted that the right ventricular lead had high threshold and the device did not stimulate and had a sensing problem. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.